Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This case, with patient identifier (B)(6) (aviva system), is related to case with patient identifier (B)(6) (active system). Product no longer available for return.

Event description:
It was reported the customer received the following results, with two different meters, within 10 minutes: 13.0 mmol/l (aviva) and 6.5 mmol/l (active). No adverse event reported. The remaining strips were used for both meters; therefore, no product could be requested to be returned for product evaluation.